Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet zelante catheter was used in a thrombectomy procedure. During the preparation, it was noted that the device could not prime and the pump was leaking saline and patient was already sedated. The procedure was cancelled. No patient complications were reported.